Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-may-2024, it was reported that the patient faced infusion set was dislodged, which caused the patient blood glucose elevated to high, therefore patient had received correction bolus via pump. The patient stated that she was going to change her infusion set and further noticed that her infusion set was leaking. The patient replace infusion set and resume insulin. No further information available.